Event description:
It was reported that a spectrum pump experienced constant air in line alarms, when no air was present in the line. It was also reported that there was no pt injury.

Manufacturer narrative:
(B)(4). The device was returned and evaluated by baxter. The evaluation confirmed the device alarmed for upstream occlusion. This was caused by the upstream sensor values being below specification. Further evaluation found the contamination on the sensor, which was also loose. The failed upstream sensor was replaced.